Event description:
A healthcare worker complained of a cut on the right thumb from a cyclesure biological indicator vial. The event occurred after crushing the vial and the worker did not use the vial crusher. The worker was sent to employee health where they removed the glass and prescribed her keflex for three days.